Manufacturer narrative:
On 23 september 2016 the (B)(4) performed a clinical evaluation and commented as follows: late infection in cementless tha, 5 years after primary operation. Infections are a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 28 september 2016. Lot 112371: (B)(4) items manufactured and released on 15 september 2011. Expiration date: 2016-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size xl +7, code 01.25.014, lot. 112911 (k072857) (B)(4) items manufactured and released on 03 october 2011. Expiration date: 2016-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell ø 54, code 01.26.54mb, lot. 112857 (k083116) (B)(4) items manufactured and released on 18 october 2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner 28/dmg, code 01.26.2854mhc, lot. 112900 (k092265) (B)(4) items manufactured and released on 20 september 2011. Expiration date: 2016-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection has been confirmed. The pathogen is staphylococcus epidermidis. The surgeon removed all hardware and input an antibiotic spacer. The surgery was completed successfully. X-rays are available. Explants are not available.